Event description:
Failed no sensor (device issue). On (B)(6) 2015, a routine review of archived service log findings was performed as part of a project for device improvement. The presence of a delivery failure - no calibration low counts above maximum, was identified on this device, inomax (B)(6). Although the customer did not report a device deficiency or a serious adverse event with this device, a delivery failure - no calibration low counts above maximum, in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment (B)(6) 2015: this is a non-serious, post-market report involving the inomax dsir delivery service. No adverse event associated with the device failure was reported in this case. The device failure is considered reportable because previous, similar device failure had been associated with serious adverse pt consequence (index case MDR # 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir# (B)(6) (complaint-(B)(4)). Review of service order findings was completed on 20 april 2015. Inomax dsir# (B)(6) was at MFR for preventive maintenance (pm). Service log review performed on 20 april 2015 revealed delivery failure - no calibration low counts above maximum. The service log entry is as follows: delivery failure alarm raised: monitored no is greater than absolute max of 100 parts per million (ppm), actual value: 119 ppm. Failed low no cell calibration: high point: 1041 counts, low point 2229 counts. Full functional tests were performed and the device operated according to specifications prior to release into device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under the co's quality system. This is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3045315588-2013-00022).